Manufacturer narrative:
Per the clinic, the patient was treated with IV and topical antibiotics (specific date and duration not reported). This report is submitted on march 08, 2023.

Manufacturer narrative:
This report is submitted on december 30, 2022

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver stimulator. Treatment of the infection is unknown (further information is being sought from the clinic). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.